Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the secure pocket repeatedly failed when nurses attempted to pull medications. In some instances, staff were able to recover the storage space; however, in other cases, the entire medstation had to be powered down and rebooted before the storage space could be recovered. The issue occurred with the refrigerator bottom right drawer, fridge bin 5.2, pocket 1.the customer was unable to pull the medication which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.